Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lung cancer radical surgery, while being applied off from the pulmonary blood vessels, lung tissue, the stapler can be fired but there was poor stitch formation and there was "post-styled" hair bleeding and some stitches forming poor. The distal staple line was also incomplete. They reinforced the suture to repair it. There was no patient injury.